Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump was worn while the patient was swimming and was exposed to water for about 15 minutes. Afterwards, the pump received a low battery alarm and the battery was changed. Since the battery change, the buttons on the keypad have become unresponsive and the pump is unusable. The reporter denied moisture in the battery or cartridge compartments. The reporter stated there a no visible cracks in the pump and the battery cap was secured to the pump and the yellow "o" ring is not visible. The reporter denied damage to the keypad. The patient reportedly wears the pump in a pouch and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The ok and contrast keypad buttons respond normally when pressed. The up arrow and down arrow keypad buttons had intermittent response when pressed. All of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed contamination under the contrast, up arrow and down keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.